Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a red alert posted to the latitude website for this right ventricular (rv) lead exhibiting high out of range shock impedance (great than 125 ohms) and recently high shock lead impedance detected when attempting to deliver a shock. A request was made to have data from this device analyzed. Rhythmcare provided recommendations to evaluate the patient in clinic to verify system integrity and suggested product replacement in the near future.

Manufacturer narrative:
This report is being submitted to update b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe event or problem), h1 (type of reportable event), h2 (follow-up, what type) h6 (impact codes), and h11 (additional MFR narrative).

Event description:
It was reported that a red alert posted to the latitude website for this right ventricular (rv) lead exhibiting high out of range shock impedance (great than 125 ohms) and recently high shock lead impedance detected when attempting to deliver a shock. A request was made to have data from this device analyzed. Rhythmcare provided recommendations to evaluate the patient in clinic to verify system integrity and suggested product replacement in the near future. New information was received that this rv lead was surgically capped / abandoned (ie. Remains implanted, not active), and the device was explanted. A new system was successfully implanted. No additional adverse patient effects were reported.